Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint is for a check patient line alarm and was not confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's technical service center regarding a check patient line alarm, which occurred on the homechoice (hc) during the initial drain. The technical service representative (tsr) had the care giver (cg) close and open the transfer set and check the line for closed clamps, kinks, air and fibrin. The cg stated that there were large gaps of air in the line. The tsr assisted with ending therapy on the cycler so that the home patient (hp) could start over with new supplies. The cg was to setup with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.